Event description:
It was reported that during use two balance middleweight (bmw) guide wires that were not supposed to have markers on them were used and during use, after entering the patients anatomy, via fluoroscopy, there were markers seen on both of the bmw guide wires. The two guide wires were removed and another bmw universal guide wire was used successfully for the procedure. There were no adverse patient effects or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional balance middleweight (bmw) guide wire is being filed under a separate medwatch report.